Event description:
It was reported during a da vinci-assisted inguinal hernia procedure, the prograsp forceps instrument broke and an instrument fragment fell into the patient. The broken fragment was retrieved during the same procedure and x-rays were performed to ensure everything was taken out and believed that nothing was left inside. The site explained an accident report was filed and kept the instrument and fragment before reporting the issue. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was last used on the reported event date of (B)(6) 2022 on system sk3979. The prograsp forceps had 2 use remaining after the last use. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.